Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised due to elevated metal ions and pain. Update rec'd 8/28/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob and doi have been provided. There is no new additional information that would affect the outcome of the investigation. Update 8/17/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and metal debris. The metallosis was noted within the hip and on the trunnion. No labs were provided for the alleged high metal ions-the stem is being added to the complaint. The complaint was updated on:9/11/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.